Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a cuff erosion. All components were removed and replaced with a new aus. The patient had no further complications.